Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5066265); since event problem codes is not contained on that form, select fields in event problem codes have been populated by the manufacturer. Concomitant medical products: 305u25 tissue valve, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient passed away and that the right ventricular (rv) lead experienced a possible fracture. A device interrogation noted that there was a rise in the right ventricular (rv) lead threshold and impedance in the month before the patient passed away. Follow up attempts revealed the patient's cause of death to be a fall with intracerebral bleeding. The cause of the patient's fall is unknown. Attempts to obtain further information were unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.